Event description:
The facility reports they attached the resident to the lift. The caregiver raised the resident so the seat cleared the mattress. The caregiver pulled the lift away from the bed while a second caregiver was guiding the resident's legs. When pulling the lift from behind, away from the bed, the resident and lifter arm spreader bar and jib suddenly came down. The resident landed on the floor and was bleeding from the back of the head. The first caregiver was going to lift the resident back onto the bed, but the lifter didn't work. The first caregiver got a fully charged battery, then they group-lifted the resident back to bed. The nurse put an ice pack on the back of the resident's head and a bandage. The doctor examined the resident within a couple of minutes. The resident had sustained a hematoma to the right occipital area.